Event description:
The driver had bent prongs. Additional information received from the sales rep on 16 jun 2009: the representative reported that the incompass polyaxial open screwdriver driver had bent prongs, but the surgeon was able to finish the surgery as indicated. There was no surgical delay or harm to the pt. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates prongs are bent from the screwdriver tip. An engineering investigation determined the bent tips is a result of the off axis use of the driver.